Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for a foggy image. A visual inspection was performed and showed the scope to have residue on the exterior of the negative lens. It is undermined where the residue came from. Further evaluation showed distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during a wrist scope the surgeon was trying to focus, and it looked really foggy outside of joint. The surgeon could not see anything and it was a foggy red inside the joint. The doctor switched scope and tried again and had the same result, the image was fine with the scope off the camera head. Ruled out camera head issue. The procedure was completed with a backup device. No patient injury was reported.